Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. Retention test strips (lot 345213) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Na.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using stago neoplastine reagent. The result from the meter was 6.3 inr and the laboratory result was 4.3 inr. On (B)(6) 2018, the meter result was 5.8 inr and the laboratory result was 4.1 inr. On (B)(6) 2018, the meter result was 3.8 inr and the laboratory result was 2.9 inr. There was no allegation of an adverse event. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change in coumadin dose, no new medication, no diet change, no illness, and no symptoms of bleeding or bruising. The therapeutic range was 2.5 inr to 3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent.